Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found instrument's pitch cable was frayed at the distal clevis hub. Frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. The conductor wires were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the wires were showing at the tip of the fenestrated bipolar forceps instrument where the jaws articulate. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.